Event description:
During the ptca, the occlusion balloon deflated unexpectedly. After aspiration of the vessel and prior to stenting, the physician attempted to inflate the occlusion balloon, but it deflated gradually. After removing the device from the patient, he noticed a leak on the shaft (approx. 1 cm from the proximal end of the balloon). There was no adverse effect to the patient, who was reported to be in stable condition after the procedure.